Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported reset was confirmed in the laboratory via review of the devices memory map. Reset occurred due to a por. The device was tested on the bench and automated testing equipment and was found to be normal. The cause of the por is believed to be due to normal battery depletion due to usage.

Event description:
It was reported that the patient received a shock. The patient was admitted into the hospital. Upon interrogation, the device was found in backup mode with no defibrillation capability. The device was explanted and replaced.